Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysteroscopy, dilation and curettage and then an endometrial thermal ablation procedure. Once therapy started, the pressure started dropping. The physician was topping up the catheter throughout the procedure, but the pressure continued to drop and then the generator alarmed and switched off. The physician removed the 5% dextrose and the catheter and the integrity of the balloon was checked. No holes or problems were seen with the balloon. The procedure was discontinued and the physician confirmed that the uterus was perforated. The physician managed to stop the bleeding at the point of the perforation. The patient's condition is stable. The patient was discharged the next day after overnight observations.